Event description:
According to the reporter, the patient came back and there were some leaks found in the anastomosis site. Another suture was applied. The patient was healing from a liver transplant when the incident occurred. No further information was made available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/27/2015.